Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2010; addr01 ipg implanted: (B)(6) 2010. Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead was performed.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to bacteremia and endocarditis. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.